Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation, "hole on valve side", and "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a opening, and a crease flat. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identify sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation, "hole on valve side", and "hole in valve." Device has been explanted and replaced.